Manufacturer narrative:
H.6 investigation summary : material #: 367392. Lot/batch #: 2346256. Bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during the use of bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage at the end of the collector. This event occurred 10 times and no report of adverse or injury.

Event description:
It was reported that during the use of bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage at the end of the collector. This event occurred 10 times and no report of adverse or injury.

Manufacturer narrative:
D.2. Medical device type: one additional code applies: jka d2: common device name: blood specimen collection device; intravascular administration set. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.